Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys t3 on a cobas 6000 e 601 module. The sample initially resulted in a t3 value of 212.0 ng/dl and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2022, resulting in a value of 130.7 ng/dl. The sample was also repeated on (B)(6) 2022, resulting in a value of 131.4 ng/dl. The repeat results were confirmed to be correct. The t3 reagent lot number was 56670700, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The field service engineer determined that operator maintenance was not performed on a regular basis. It was noted that the customer raised tube positions in racks which could potentially lead to barcode read errors.

Manufacturer narrative:
The patient sample resulted in a t4 value of 9.83, an hbsag result of 0.415 (non-reactive), and a tsh result of 1.13. No units of measure were provided for these tests. According to the calibration trace, the correct t3 reagent lot number is 533539. The reagent expiration date was requested, but not provided. Preventive maintenance was performed on the analyzer. Upon review of the alarm trace, a probe syringe alarm occurred after operator maintenance actions had been performed. The investigation determined the issue was related to the missing operator maintenance.